Event description:
The reporter stated that they did meter to lab comparison tests. At 6:30 am they did a blood glucose meter test with a result of 102 mg/dl. They went to their doctor's office, and >8:30 am, a venous draw was taken and sent to the lab. The lab test result was 146 mg/dl. No symptoms were reported. Control solution testing was not done due to lack of supplies. The rptr stated that they check the confirmation dot for enough blood. No harm was alleged.